Event description:
It was reported that when the coil was removed from the package, the introducer sheath was stuck in the hoop which made it impossible to insert the coil into the microcatheter. The defective coil was not used, and it was replaced with another coil. Due to the time it took to replace the coil, the duration of the procedure was prolonged for more than 30 minutes. The case was completed without any clinical consequences. The patient is well.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant coil stretched at the proximal section. The introducer and the dispenser hoop were not returned for evaluation. Since the introducer and the dispenser hoop were not returned, the investigation could not determine if the introducer was initially stuck in the dispenser hoop as described in the reported event and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength.